Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred.